Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. On (B)(6) /2026, the patient reported experiencing abdominal pain, nausea, and vomiting. A fingerstick blood glucose (fsbg) measurement obtained by the patient displayed ¿high,¿ indicating a value greater than 600 mg/dl, while the cgm displayed a glucose value of 66 mg/dl. In response to the elevated glucose reading, the patient administered insulin via her insulin pump by manually adjusting the pump settings; however, this intervention did not result in glycemic improvement, and her symptoms persisted. Due to ongoing symptoms, the patient contacted emergency medical services (ems). No fsbg measurement was obtained by paramedics, and the patient was transported directly to the hospital. The patient was unable to recall any fsbg or cgm comparison values obtained in the emergency room. The patient was diagnosed with dehydration and diabetic ketoacidosis (dka) and was formally admitted to the hospital. During hospitalization, she received treatment with intravenous (IV) saline, IV anti-nausea medication, and IV insulin. The patient remained hospitalized for four days and was discharged on (B)(6) 2026. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.